Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced scale marking issue. The following information was provided by the initial reporter: this report is about scale misalignment. There was space below the 1-unit line and, it appeared about 1-unit more than the dose to be administered.

Event description:
It was reported that the bd ultra-fine¿ 1/2ml insulin syringe experienced scale marking issue. The following information was provided by the initial reporter: this report is about scale misalignment. There was space below the 1-unit line and, it appeared about 1-unit more than the dose to be administered.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 23-jun-2023 h6: investigation summary customer returned one loose syringe 0.5ml 29ga 1/2in inside a clear zipper bag. This report is about scale misalignment. There was space below the 1-unit line and, it appeared about 1-unit more than the dose to be administered. The returned sample was measured using the plug gauge , and the unit 5 on the scale marking was out of the gauge line. Due to unknown batch number, no DHR can be completed. Embecta was able to confirm customer indicated issue. See h10.